Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. When asked what the cause was of the electric volts were, they stated that they really don't know. They couldn¿t get ahold of their representative and their doctor's office told them to call. They stated that they did not get a response for 2 weeks and they finally had to turn the device off and it is currently still off. They stated that something is really wrong and that they are regretting choosing their device. Nothing is planned as of yet. They had shots in their back and their pain is tolerable now. The patient then stated that "I did have to wait for two weeks after trying to get ahold of my representative for an answer back. By then I had turned the unit off. My doctor told me to leave it off for a little bit so when it is set up again, there isn¿t any residual left in my back from before. It's still off and the real pain is coming back. My representative wanted me to meet with someone else the following day but I had other commitments and couldn't. Will give them a call on monday to set something up. The unit really worked the first 6 months. Not near as well after. Not really sorry about getting the implant." Another letter was received. The patient stated that nobody has looked at their device. They have no idea on the steps taken to resolve the issue, except to turn it off. They tried to get ahold of the office, but the wrong phone number was listed. They stated that they called their representative 2 weeks ago and they have not gotten back to them or acknowledged the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient states they met with the representative (rep) yesterday and when the pt got home, they laid on the floor on their back to do their exercises and pt states there was electrical volts going across the back what was very uncomfortable. Pt states once they were able to get off the floor they were able to decrease stim. Pt states they have called the rep and left a message but they have not heard back. Pt states they called the managing physician and they were directed to call pats> agent reviewed rep role and sent email to rep as requested.